Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. Blood glucose was not impacted. Reportedly, the customer continued to use the cartridge and the issue was resolved.